Event description:
Information received indicates the left foot siderail is not latching.

Manufacturer narrative:
The technician found the siderail slide bracket was broken. The technician replaced the slide bracket to repair the bed.